Event description:
The facility representative reported an ipump with a condition of "will not deliver the drugs properly". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of not infusing drugs properly involving an ipump was not confirmed nor reproduced during device evaluation. However, there was an ancillary problem within the same grouped problem code confirmed via the service documentation review. The assignable cause was determined to be a faulty mechanism assembly. The mechanism assembly was replaced to fix the reported condition. A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. If additional information is received, a follow-up medwatch will be submitted.